Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. No over delivery anomaly noted. All operating currents are within specification. Unit received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 50 mg/dl. The customer was unable to walk and was feeling sick. The customer drank orange juice to treat her blood glucose level. She was sweaty. The reservoir was showing less insulin than what was on the status screen. The piston had not even touched the reservoir but insulin kept exiting without stopping. There was no more insulin in the reservoir. The displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.